Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4) ¿ mesh exposure/extrusion/protrusion. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that the patient had a concurrent procedure of a rectocele and cystocele repair performed during mesh implantation.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2003 in order to treat stress urinary incontinence, pelvic relaxation, vaginal vault prolapse, cystocele, and rectocele concurrently with a cystoscopy, vaginal vault suspension with rectocele repair, transvaginal vault suspension, and anterior/posterior repair. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, dyspareunia, and vaginal scarring. No additional information was provided.(B)(4).